Manufacturer narrative:
Additional information: manufacturer narrative: investigation summary: the reported complaint that the pump module did not infuse the epinephrine medication was confirmed based on the review of the logs. ¿ laboratory test results performed on the suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ subsequent laboratory testing performed on the suspect pcu did not observe any issues that would have contributed to the reported event. ¿ the facility did not provide infusion details. The review of the logs is based on the last programmed infusion on the reported event date of april 24, 2024. ¿ based on the review of the pcu event log, on (B)(6) 2024 at 12:31 am, a remote IV was received and started for drug ID 1 (unknown drug name) with a rate of 100ml/hr and a volume to be infused (vtbi) of 1000ml. The vtbi was updated to 950ml, the infusion was paused. An infusion delay was programmed for a duration of ninety (90) minutes. ¿ at 1:45 am, a second infusion delay was programmed for an additional ninety (90) minutes. ¿ at 2:11 am, the infusion delay was cancelled, and the infusion started after approximately one hour and forty minutes (1:40) after the nine and a half (9.5) hour remote IV infusion was received. ¿ at 2:40 am, the pump module was channeled off after twenty-nine minutes (29) with a calculated primary volume infused of 47.525ml. ¿ it is not known why the remote IV was programmed with a delay of approximately one hour and forty minutes (1:40) prior to being started. It also unknown why the nine and a half (9.5) hour infusion was terminated after only twenty-nine minutes. ¿ a thorough log review was performed by selecting epinephrine at a standard concentration of 20mcg/ml (drug ID 448) and at high concentration of 40mcg/ml (drug ID 449). Drug ID¿s 448 and 449 (epinephrine) were not observed being selected and programmed during the review of the pcu event log. ¿ a review of the pcu and pump module error logs showed no errors were recorded related to the reported incident. ¿ per the alaris directions for use (dfu) version 12.1, qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ the suspect pump module¿s front door assembly was observed to be a third-party part manufactured by aiv incorporated and, the pump model inner door and the pcus power cord were observed to be third-party parts. The inner door and power cord were from an unknown manufacturer. ¿ a medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the report that the pump module did not infuse the epinephrine medication was identified as user programming. A remote IV infusion was programmed and delayed for approximately one hour and 40 minutes (1:40) prior to being started. The suspect pump module and pcu were thoroughly laboratory tested and found the devices to be operating in specification. Note that imdrf annex a1801, a040502, a0401, c0601, c07, c06, d01, d15, and g02017, g04037, g0204002 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported by the customer that they had a patient safety incident, where the pump did not infuse a critical medication of epinephrine. There was patient involvement but unknown outcome. Although requested no additional information was provided by the customer regarding patient outcome, the devices were returned.

Event description:
It was reported by the customer that they had a patient safety incident, where the pump did not infuse a critical medication of epinephrine. There was patient involvement but unknown outcome. Although requested no additional information was provided by the customer regarding patient outcome, the devices were returned.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that they had a patient safety incident, where the pump did not infuse a critical medication of epinephrine. There was patient involvement but unknown outcome. Although requested no additional information was provided by the customer regarding patient outcome, the devices were returned.